Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the alarm. Customer's wife also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had constant motor error alarms during the rewind due to moisture damage to the motor assembly. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.